Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use leakage of medication occurred with a bd needle 30 ga 1/2 in. The following information was provided by the initial reporter, translated from french to english: at the moment of application the liquid leaks through the needle fitting with the syringe. What were consequences for the patient or medical staff? When injecting the liquid in the cavernous body the liquid leaks and there is loss of medication. He believes that 10% to 20% of the volume was injected into the penis was there any exposure to blood or bodily fluid? Blood, potentially.

Event description:
It was reported that during use leakage of medication occurred with a bd needle 30ga 1/2in. The following information was provided by the initial reporter, translated from french to english: at the moment of application the liquid leaks through the needle fitting with the syringe. What were consequences for the patient or medical staff? When injecting the liquid in the cavernous body the liquid leaks and there is loss of medication. He believes that 10% to 20% of the volume was injected into the penis was there any exposure to blood or bodily fluid? Blood, potentially.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 190220 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were assembled to a caverject syringe by positioning the hub to the syringe tip with a slightly rotational movement. Each of the retained samples fit the syringe perfectly and none of the samples showed signs of leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.